Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the analyzer lost communication with the programmer during implant. An error message was received stating, "analyzer has lost communication with programmer; end session or restart?" The patient had a temporary pacemaker in place; therefore, no harm was done to the patient. The analyzer was restarted and the session was completed. The analyzer was later replaced. No patient complications have been reported as a result of this event.